Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 2.64 volts prior to implant. It was not known if the device had been interrogated with rf prior to this day. The physician refused the device.